Event description:
It was reported that the customer received and button error alarm and the keypad on the customer's insulin pump became locked up after she worked out for 45 minutes with the pump close to her body. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked display window corner, broken battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.